Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received four different cases (issues) at the same time from the same customer involving the same code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There were (B)(4) in stock that have been received for analysis. We have also received pictures but none of them showing the defect of this complaint (needle detachment). Tightness test to the samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.36 kgf in average and 0.10 kgf in minimum (ep requirements: 0.17 kgf in average and 0.08 kgf in minimum). Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released to the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle has become detached from the thread during surgery. No further information has been provided.